Manufacturer narrative:
Exact date unknown, event occurred several years prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: 7070134.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming attempts. The patient underwent an explant procedure wherein all device components were removed and discarded by the medical facility. No further information could be obtained despite good faith efforts.